Event description:
It was reported: that the peel-away sheath was found damaged during use. Therefore, a new kit was used instead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the report of a peel-away tip damage was confirmed through complaint investigation of the returned sample. The customer returned one, opened PICC kit including one peel-away with dilator assembly. Signs of use were observed on the returned components. Visual analysis revealed that the distal end of the sheath tip was damaged, and there were signs of crimping on the sheath body. This damage is consistent with undue force used during an attempted insertion. No other defects were observed with the dilator. The sheath length from the tabs to the tip measured 2 6/8" via calibrated ruler, which was within the specification limits of 2 5/8"-2 7/8" per the catheter peel-away product drawing. The sheath outer diameter measured 0.09270" via calibrated micrometer, which was within the specification limits of 0.091"-0.101" per the peel-away product drawing. The sheath inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator outer diameter measured 0.07380" via calibrated micrometer, which was within the specification limits of 0.073"-0.075" per the dilator product drawing. Functional inspection was performed per IFU statement, "quickly occlude sheath end upon removal of dilator and guidewire to reduce risk of air entry." The dilator was removed and reinserted back into the sheath. The dilator was able to pass through the tip with little to no resistance. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The IFU also states, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. If necessary, enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported: that the peel-away sheath was found damaged during use. Therefore, a new kit was used instead.